Manufacturer narrative:
Clinical code: 1708 - aneurysm - patient had an aneurysm of ascending aorta prior to surgery, maximum diameter 52mm. 4843 - the patient experienced an event of endoleak ib approx 12 months after successful implant of thoraflex hybrid gen 2 plexus device. Impact code: 4613 - endoleak reported 12 months after successful implant of the hybrid device. As possibly related to the device procedure and pre-existing condition. Medical device problem: 2993 - adverse event without identified device or use problem- full batch review performed from base fabric to finished product which showed the batch was manufactured to specification with no issues found. No issues with the implantation of the device and no intervention was performed. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4117 - device not accessible for testing: device remains implanted. 3331 - analysis of production records: comprehensive batch review was performed from raw material to finished product. No issues were identified during manufacturing process. 4111 - communication/interview: additional information from site. 4110 - trend analysis: a 4 year similar event review _thoraflex hybrid sales (B)(6) 2021 - (B)(6) 2024 vs leakage > endoleak > type (B)(6) 2021 - (B)(6) 2024 gave an occurrence rate of (B)(4). Actions will be taken on this trend. Investigation findings: 213 - no device problem found - full batch review performed from base fabric to finished product which showed the batch was manufactured to specification with no issues found. Investigation conclusion: 4315 - no causal link between the event and the device could be established. 22- known inherent risk of device - endoleaks are a known adverse event noted in the IFU for these devices.

Event description:
The patient experienced an event of endoleak ib approx 12 months after successful implant of thoraflex hybrid gen 2 plexus device. The event was anticipated. No intervention was required; follow up in 12 months' time. The patient was female and 49-year-old (at the time of event). This report is being submitted as follow up #1 for manufacturing report no. 9612515-2024-00083 to provide event closure information for tag0107.

Manufacturer narrative:
Clinical code: 4580 - insufficient information awaiting further information from site. Impact code: 4648 - insufficient information: awaiting further information from site . Medical device problem: 4074 - endoleak: as per intake form, this event was reported and endoleak type 1. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4117 - device not accessible for testing: device remains implanted. 3331 - analysis of production records: comprehensive batch review was performed from raw material to finished product. No issues were identified during manufacturing process. 4111 - communication/interview: awaiting further information from site. 4110 - trend analysis: 4 y-year review was performed for leakage > endoleak > type 1 which gave an occurence rate of (B)(4), no trends were identified requiring action at this time. 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available.

Event description:
The patient experienced an event of endoleak ib approx 12 months after successful implant of thoraflex hybrid gen 2 plexus device. The event was anticipated. No intervention was required; follow up in 12 months' time. The patient was female and 49-year-old (at the time of event).